Event description:
It was reported that a revision surgery was performed to a left thr due to infection. Liner and femoral head were removed and replaced. Debridement and washout performed. Surgeon does not blame the implants.

Manufacturer narrative:
It was reported that a revision surgery was performed due to infection. Liner and femoral head were removed and replaced. The associated oxinium femoral head and r3 0 deg acetabular liner were not returned for evaluation. Therefore, a product analysis could not be conducted. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Review of complaint history for the reported part numbers found no other similar complaints reported in the past 3 years. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. It was communicated that x-rays or medical records were not available and the surgeon did not blame the implants. Without the return of the actual products involved and no patient medical records, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.